Event description:
Patient was implanted with hardware from t4 to pelvis on (B)(6) 2012. X-ray taken on an unknown date revealed the two rods broke post-operative. The rods broke between l3 and l4 in between the screws, in the middle. Reportedly the patient was complaining of pain. Patient was returned to the o.r. On (B)(6) 2013 for a t10 - l5 posterior lumbar revision surgery. The surgeon removed the broken rods and the patient was revised with new rods. This report is for two rods.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mnh, mni, kwq, kwp. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.